Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Concomitant medical products: arcos ha modular revision system cone proximal body/type I taper p/n 22-301301 l/n 725630. Modular head cocr p/n 164440 l/n 00j3315968. Acetabular shell regenerex porous titanium construct p/n pt-124858 l/n 642120. Advantage liner p/n p0860044 l/n 0000900990. (B)(6). This product is not cleared for distribution in the u.s. However, this report is being submitted as a similar device is cleared for distribution under 510k number k090757. Multiple MDR reports were filed for this event. Please see associated reports: 0001825034-2017-03474, 0001825034-2017-03477, 0001825034-2017-03478, 0001825034-2017-03479.

Event description:
It was reported that patient underwent irrigation, debridement and antibiotic treatment one month post-implantation due to wound dehiscence. No products were reported to have been revised. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device did not cause or contribute to the event and should not have been reported. The initial report should be voided as it was submitted in error. This event has been reported in 3006946279-2017-00143.